Manufacturer narrative:
Analysis of the device is in progress; the results will be forwarded when available. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) rec'd his scs system on (B)(6) 2010, which included a 30 cm extension. It was reported that the pt had lost stimulation and the extension was broken. The extension was explanted and replaced with a 60 cm model on (B)(6) 2011. Intraoperative testing revealed that all lead contact impedance levels were normal. No further pt complications were reported.